Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is still underway. The reported problem (won't power on monitor) was confirmed. As received, the failed the initial start-up. A supplemental report will be sent upon completion of troubleshooting. Device evaluations of monitor sn (B)(4) and monitor sn (B)(4) are underway. The reported problem (won't power on) was confirmed. As received, neither monitor would power on. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective equipment. The patient received a replacement electrode belt and monitor. Belt (B)(4) 2010. Monitor (B)(4) 2011.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on with either battey. When a patient service representative (psr) visited the patient to troubleshoot and replace the monitor, the psr reported that the replacement monitor would not power either. Through troubleshooting, the issue was determined to be with the electrode belt. The patient was issued a replacement monitor and electrode belt.